Event description:
It was reported that the customer's insulin pump alarmed button error even after changing the battery. The blood glucose reading at time of call was 400mg/dl. The caller stated that the customer experienced low blood glucose of 24mg/dl and the paramedics came to treat him with an insulin drip. The customer stated that when his glucose level was stabilized, they noticed that the reservoir was empty, but they do not know how it happened. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred. Inspected the insulin pump and no trace of moisture damage found on the electronic/motor assembly. Cracked case lower corners of display window, cracked on reservoir tube lip, broken battery tube threads and scratched on display window noted.